Event description:
A (B)(6) pt underwent nanoknife ire treatment for liver cancer on (B)(6) 2011. During the treatment an event was reported. The nanoknife systems screen frooze requiring multiple reboots, prolonging the procedure, and resulted in aborting case without completing all planned ablations.

Manufacturer narrative:
Nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device eval was not conducted in regard to this event. During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found a service order record for the generator, however that service was not linked to this complaint report. The cause of the reported generator screen freeze could not be determined. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).